Event description:
It was reported that rod and plate were broken 17 months after primary op. The fixation level is l4-s1. The case was atlantoaxial dislocation and hunchback. After the breakage, there was abnormal noise, but there was no pain. Additional info: it was clarified that the correct fixation level is o-t5. L4-s1 is incorrect.

Manufacturer narrative:
Mfg record review, complaint history analysis and risk assessment was completed. Results: the product associated with the incident was discarded at the hospital after the revision surgery. Event description of plate breakage post op was confirmed via the x-rays taken. Mfg record review: no discrepancies noted. Complaint history analysis: 6 previous records for similar issue. The investigations into past complaints concluded that plate breakage failures were the result of fatigue fracture caused by excessive and repeated stresses or by the construction not adapting to the anatomy. Risk assessment: revision surgery was performed in order to repair the failure and replace broken plate. Conclusion: no definitive conclusion can be drawn in this case due to the lack of info and no product return. Without inspection it is impossible to determine the failure cause. Inspection of mfg files for all batches involved did not reveal any non-conformities or deviations during mfg process. Should any additional relevant info be made available in the future this will be reported as supplemental. Refer to MFR # 9617544-2012-00232 filed for broken rod.